Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. A visual eval found that the stent had been torn jaggedly in two at the proximal end of the stent. The tear was noted to be jagged and angled. The proximal suture hole was also found to be torn slightly. The suture had been removed from the stent and was not returned for eval. The most probable root cause for this event is determined to be "handling damage". (B)(4).

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This MFR report is being submitted based on the eval results. It was reported to boston scientific corp on (B)(6), 2009 that a polaris ultra ureteral stent was going to be used in a ureteral stenting procedure on a pt. According to the complainant, when the device was removed from package, the suture was found to come off from the stent. In addition, the stent's suture hole had a tear. The procedure was completed with a second polaris ultra ureteral stent. The pt was reported to be "good" at the conclusion of the procedure.